Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2025, the patient experienced inaccurate cgm readings while using a dexcom device in conjunction with an omnipod insulin pump. The date of sensor insertion (in the arm) was not specified. At the time of the event, the patient exhibited symptoms including dizziness and reported having ¿large ketones,¿ presumed to indicate a significant level of ketones in the body. The cgm displayed a glucose value of 160 mg/dl, while a confirmatory blood glucose (bg) finger stick test showed a value of 500 mg/dl. Due to the discrepancy and worsening symptoms, the patient¿s parent brought the child to a local hospital on the same day. The child was diagnosed with diabetic ketoacidosis (dka) and was transferred via ambulance to a children¿s hospital. Treatment included insulin, intravenous fluids, and dextrose-containing fluids (referred to as ¿sugar water¿). The patient remained hospitalized for approximately 11 hours and was discharged in stable condition at 8:00 pm on (B)(6) 2025. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.